Event description:
Patient was hospitalized from (B)(6). The patient initially went into the hospital for peritonitis but upon admission was also diagnosed with pancreatitis and cholecystitis. The patient's peritonitis cleared while receiving treatment for pancreatitis and cholecystitis. The patient contact confirmed that there was no indication that the supplies were the cause of the peritonitis. A bacteria somehow made its way into the port and they are unsure of how. Medical records were received on 25/nov/2025. The patient presented to the emergency room (ER) with complaints of nausea, vomiting, constipation, hypertension, cloudy peritoneal effluent fluid, and abdominal pain. The patient¿s symptoms began on (B)(6) 2025 and he was evaluated by the pdrn who was concerned about peritonitis. A peritoneal effluent fluid culture and cell count (wbc = 5566 /mm3) were collected as an outpatient and were pending upon the patient¿s arrival to the ER. A repeat peritoneal effluent fluid cell count collected in the ER revealed the patient¿s wbc count had climbed to 49,100 /mm3. The patient was diagnosed with peritonitis/sepsis and was treated with intravenous (IV) vancomycin 500 mg (duration determined by vancomycin level) and IV ceftazidime 1000 mg daily beginning (B)(6) 2025. The patient¿s hypertension was treated with oral amlodipine 10 mg daily and oral clonidine 0.1 mg twice daily with good effect. The patient¿s peritoneal effluent fluid culture returned positive for klebsiella pneumoniae on (B)(6) 2025, and the patient¿s antibiotic course was continued (including the addition of heparin 5000 units for each 6-liter dialysate bag). Upon assessment, the patient¿s pd catheter (not a fresenius product) exit site was noted to be red and tender around insertion site, and it was determined the patient was likely suffering from a tunnel infection. Despite the nephrologist and general surgery recommending the pd catheter be removed, the patient and his poc refused the pd catheter removal. Therefore, the vancomycin and ceftazidime were ordered for an additional 21 days, and the patient¿s fill volume was decreased to 600 ml for a total of 7 exchanges to account for the patient¿s abdominal pain. The peritonitis and sepsis were believed to have been caused by the patient¿s untreated pd catheter tunnel infection. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged in stable condition on (B)(6) 2025. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues and has recovered from the serious adverse events. Follow-up cultures collected on (B)(6) 2025 and again on (B)(6) 2025 were both negative for growth. It should be noted there was concern that the patient had also contracted pneumonia, however the internist stated there was low suspicion given the patient¿s lack of supplemental oxygen requirements. The patient was also reportedly hyperkalemic upon admission (4.6 mmol/l), and his oral kcl was held for the day. During follow-up it was determined the patient¿s pancreatitis and cholecystitis occurred during two additional hospitalizations. Per the pdrn, the serious adverse events and hospitalizations were unrelated to any (B)(6) device(s) and/or product(s). The reported event is related to the use of a pd catheter (non- (B)(6) product). The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".